Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, a fractured solder connection was discovered at high-voltage capacitor c20. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. The cause of the failed pulse test is the fractured solder connection. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The last patient to use this monitor did not report ay deficiencies.